Event description:
Rewritten version: as a 100% permanently and totally disabled veteran, I have been using the libre 3 glucose monitoring device with the android app. I was very satisfied with the device, as they promptly replaced it whenever it fell off or stopped working. However, my experience recently took a frustrating turn. I had to undergo an MRI, which required removing my current sensor. When I requested a replacement, I was denied. After contacting customer service, I was transferred to a supervisor, who informed me that I had "exceeded the amount we will replace." When I asked for the specific replacement limit, the supervisor could not provide a number. When I inquired if I could ever get another replacement, the supervisor stated that they have a program that determines replacement eligibility and advised me to keep calling if I needed a replacement. I pressed further, asking if a manual override was possible, but the supervisor said no, though they could see an audit of my account. However, the supervisor refused to provide me with a copy of this audit, citing company policy. I have experienced a series of sensors that have fallen off, despite following all guidelines. I even purchased adhesive covers to help ensure the sensors stayed in place. Yet, abbott labs is unable to provide me with a clear maximum number of allowed replacements and then conducts an audit of my account without sharing the findings with me. This lack of transparency and seemingly arbitrary replacement policies is concerning, especially given the company's past and current issues. I was also told that I should consider using a different glucose monitoring device. This experience has left me feeling frustrated and dissatisfied with the level of customer service and support from abbott labs.